Event description:
The patient reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were attempted; however, that did not resolve the issue. Revision surgery will be scheduled.